Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's axium neurostimulator system was explanted and the lead was unable to be fully removed. Part of the lead remains in situ. Additional information was requested, but was unable to be provided to the manufacturer.